Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the internal packaging does not have glue completely around the top to seal the sterile cover. This inspection was conducted by naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed that the vacuum packaging process is the most likely cause of the failure identified. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the inner tray lid should be fully sealed to the inner tray and the outer tray lid to outer tray. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a tka surgery, the internal packaging of the lgn ps high flex xlpe sz 5-6 10mm was not glued properly and product could not be considered sterile. The peel off top had glue around 1/3rd of it, the top was not secured to the packing correctly and made it out into the field. The procedure was performed, after a non-significant delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal reference number: (B)(4).